Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after switching from dexcom g6 to g7, the ilet stopped receiving cgm readings while the dexcom mobile app initially displayed data and then reported signal loss; guided troubleshooting included device restart, cgm source toggling, and reentry of the pairing code, after which the cgm signal was lost on the phone as well, and the user was educated that the sensor had failed and to replace it. Symptoms included no hypoglycemia or hyperglycemia, with a reported blood glucose of 135 mg/dl. Outcomes included continued insulin dosing in bg run mode with manual blood glucose entries and monitoring until sensor replacement. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed a failed dexcom g7 sensor with loss of sensor signal and loss of communication to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a failed cgm sensor resulting in loss of signal and communication.